Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08650 inches. No low reservoir anomaly noted. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose value was 33.3 mmol/l. Customer reported after a set change, the fill cannula process was not completed and the pump did not deliver insulin also indicated that no alarms were received from the pump signifying that no insulin was being delivered and as a result of this incident, the customer reported a high blood glucose event. Customer reported yesterday, the insulin was low in the pump and subsequently no insulin was present and the pump did not alert as well. Customer experienced symptoms like nausea, abdominal pain and headache. Customer stated auto mode feature was not active and automatically not adjusting insulin at time of incident. Customer was treated with 20 units of insulin and increased temp basal to 200% for 2.5 hours. Customer was alleging possible pump under delivery. The insulin pump will be returned for analysis.